Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02340. It was reported that patient experienced infection and purulent discharge at the lead and ipg sites. Patient was hospitalized and treated with antibiotics. Surgical intervention was undertaken on (B)(6) 2020, wherein the lead and ipg were explanted to address issue.